Event description:
Reporter indicated a patient's vns had "powered off for no apparent reason" in the past and that the patient subsequently had increased seizures as a result. After the vns was turned back on, the patient had left chest pain which later subsided. The increase in seizures also subsided after the vns was turned back on. Manufacturer review of the patient's vns programming history revealed the patient's vns was interrogated on 01/24/2008 and the vns was set to 0ma. The vns settings were then corrected this day. At the previous office visit on (B)(6) 2007, systems diagnostics were performed but no interrogations or programming was done after the test. It is likely the systems test faulted on (B)(6) 2007 and disabled the vns.

Manufacturer narrative:
Patient sex, corrected data: the initial MDR report inadvertently identified the patient as female. The patient is male.

Manufacturer narrative:
Eval, method: analysis of programming history.